Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump screen was different. Customer reports every screen was not vibrating, not crisp and showing grayish. Customer was able to view the menu. Customer reported that the insulin pump was also thinner about a quarter inch or eight thickness smaller. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.